Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 6 atm on the initial inflation. The lesion being treated was located in the right coronary artery (rca). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for this batch shows that the device met its material, assembly and product specs at the time of its release to distribution. This batch has no other associated complaints to date.